Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system push-tab failed to disengage the needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported as follows: the hcp placed the catheter and confirmed flashback, and pushed the catheter forward while holding down the push-tab. The hcp then attempted to release the push-tab but failed to decouple the push-tab. Unfortunately, it did not result in a serious accident but the hcp had to perform venipuncture again for the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/15/2020. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used 22ga bd nexiva closed IV catheter system single port unit within an undamaged opened package. All components are present. The needle was observed completely pulled back through the catheter and the clamp is fully engaged. There are traces of dried media throughout the unit. Through the visual examination of the unit, the needle is completely pulled back through the catheter and has the tip secured within the tip shield. There is no visible damage to the v-clip or retention washer that would inhibit the needle disengagement or decoupling. Cured adhesive is observed on the outside of the clear port of the winged adapter and on tip shield. An area inside the tip shield and on the clear port of the winged adapter, where the two portions join, is confirmed to have traces of cured adhesive. The reported issue was confirmed to be a failure to decouple. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrect placement of adhesive.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system push-tab failed to disengage the needle during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported as follows: the hcp placed the catheter and confirmed flashback, and pushed the catheter forward while holding down the push-tab. The hcp then attempted to release the push-tab but failed to decouple the push-tab. Unfortunately, it did not result in a serious accident but the hcp had to perform venipuncture again for the patient."